Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer felt that the insulin pump was not delivering enough insulin during the prime. The customer also reported that she has experienced unexplained high blood glucose levels for the past three days. The customer's most recent blood glucose reading was 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. The customer was using quick set, mmt-397, lot # 9200192. Nothing further was reported.